Manufacturer narrative:
The reported complaint of inoperable keypads was confirmed on 15 pump modules through testing during the investigation. Asm¿s keypad task was utilized to perform keypad tests on each keypad observing all keys failing on all customer units. Results from a review of the service history records showed every returned device manufactured in 2017, indicating that each unit has a printec door assembly with keypad. According to dra 10000306705 (printec lvp unresponsive keys), customer devices are within the affected population of 01 dec 2016 to present. Dra 10000306705 was previous opened as a results of the failure mode associated with unresponsive printec keypads which also relates to this complaint. A review of the device history record showed the device had a manufacture date of 03mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device keypads are inoperable.

Manufacturer narrative:
The reported complaint of inoperable keypads was confirmed on 15 pump modules through testing during the investigation. Asm¿s keypad task was utilized to perform keypad tests on each keypad observing all keys failing on all customer units. Results from a review of the service history records showed every returned device manufactured in 2017, indicating that each unit has a printec door. Assembly with keypad. According to dra (B)(4) (printec lvp unresponsive keys), customer devices are within the affected population of 01 dec 2016 to present. Dra (B)(4) was previous opened as a results of the failure mode associated with unresponsive printec keypads which also relates to this complaint. A review of the device history record showed the device had a manufacture date of 03mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device keypads are inoperable.